Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damage on the front cover. A visual inspection was conducted, the reservoir was filled with water, a temperature check was attached, an in line cord was plugged and the device was powered on. All alarms were triggered, the alarms were activated, but there was no sound. The reported issue was able to be duplicated. There was physical damage to the printed circuit board (pcb). The alarms would not sound and some leds were broken. The issue was user induced as the front cover was forced on the device causing damage to the pcb. The pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not alarming and had broken led terminals. The issue was discovered during preventative maintenance testing and there was no patient involvement.